Event description:
The daughter of a (B)(6) female patient called zoll customer support to report that wires were exposed on the patient's electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cable connecting the distribution node to the rear therapy electrodes was pulled form the strain relief, exposing wires. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt. The patient rec'd a replacement electrode belt.